Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle / raulerson syringe assembly along with several other components. Microscopic examination of the needle revealed multiple cracks in the hub. Some of the cracks intersected the hub opening. The luer taper of the syringe was measured and found to be within specification. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the emergency room, the md noticed a crack in the introducer needle hub. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.